Event description:
Recent evaluation of the chest port catheter revealed a leak in the catheter. Findings at the time of the operation: longitudinal crack in the mid position of the previously placed left chest port catheter.